Manufacturer narrative:
Device evaluated by MFR: visual examination revealed one 0.018 guidewire was returned without any residue. The condition of the guidewire indicated that it had been used by the customer. The outer diameter was measured and found to be within specification. The guidewire was found severely kinked/bent at multiple places and curved at one end. The guidewire overall length measured approximately 52.5cm. The guidewire appeared broken and the broken piece of the guidewire along with the tip was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported via medwatch (B)(4) that during a percutaneous transhepatic procedure the tip sheared off. The lesion being treated was located in left hepatic lobe of the liver. After the initial needle puncture for percutaneous transhepatic cholangiography, the tip of the 0.018 wire sheared off in the left hepatic lobe. Completion of the procedure was uneventful.

Manufacturer narrative:
Device evaluated by manufacturer. (B)(4).

Event description:
It was further reported that the tip remained in the patent and there was no intervention performed to retrieve it. The patient suffered no consequences from the event.